Event description:
It was reported the patient is experiencing discomfort. The physician reports the ipg is rotated in the pocket, however the patient is receiving stimulation and is able to recharge the ipg. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to revise the ipg pocket on (B)(6) 2015 which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.